Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had a loss or change of therapy; the patient reported leakage, they did not feel stimulation with the therapy confirmed on. They increased from 0.3v to 2.6v on program #2, and at first stated they felt stim in the implantable neurostimulator (ins) area but then stated that they felt it in the bicycle seat area. The event had occurred a couple of weeks after implant ((B)(6) 2016).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.